Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2023-00878 it was reported that during an elective ipg replacement on (B)(6) 2023, the physician accidentally damaged both extensions and opted to explant and replace both extensions. Effective therapy was restored post operatively.